Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025 following a cardiac arrest. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient had contacted emergency medical services (ems) due to dyspnea on (B)(6) 2025 (did not complete ccpd therapy on (B)(6) 2025). While being transported to the hospital, the patient reportedly lost consciousness and suffered a cardiac arrest. Ems began performing cardiopulmonary resuscitation (CPR) during transport and a return of spontaneous circulation (rosc) was achieved. Upon arriving at the hospital, the patient was diagnosed with a critically high potassium of 8.9 meq/l (hyperkalemia), and a critically low hemoglobin of 5.8 g/dl (anemia). As a result, the patient received a blood transfusion (amount not provided), an unspecified medication to lower the patient¿s potassium, and a temporary transition to hemodialysis (hd) to assist in lowering the patient¿s potassium. The pdrn stated the cause of the serious adverse events is unknown, however there was no allegation a fresenius device(s) and/or product(s) malfunction or deficiency occurred. The patient was discharged to a skilled nursing facility (snf) on (B)(6) 2025 and was given follow-up appointments with cardiology and nephrology. Following discharge, the patient resumed ccpd therapy at the snf utilizing the same liberty select cycler without any reported issues.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a temporal relationship does not exist between ccpd therapy utilizing a liberty select cycler and the serious adverse events of dyspnea, anemia,hyperkalemia, loss of consciousness, and cardiac arrest as the patient was not undergoing ccpd therapy when the serious adverse events occurred. The definitive etiology of the serious adverse events could not be determined; therefore, causality could not firmly be established. However, per the patient¿s pdrn, the serious adverse events were unrelated to any malfunction or deficiency of a fresenius device(s) and/or product(s). Patients undergoing maintenance dialysis have a 10 to 20 times higher risk of sudden cardiac arrest (sca) than the general population. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturer specifications. This is further evidenced by the patient¿s continued use of the same liberty select cycler. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025 through (B)(6) 2025 following a cardiac arrest. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient had contacted emergency medical services (ems) due to dyspnea on (B)(6) 2025 (did not complete ccpd therapy on (B)(6) 2025). While being transported to the hospital, the patient reportedly lost consciousness and suffered a cardiac arrest. Ems began performing cardiopulmonary resuscitation (CPR) during transport and a return of spontaneous circulation (rosc) was achieved. Upon arriving at the hospital, the patient was diagnosed with a critically high potassium of 8.9 meq/l (hyperkalemia), and a critically low hemoglobin of 5.8 g/dl (anemia). As a result, the patient received a blood transfusion (amount not provided), an unspecified medication to lower the patient¿s potassium, and a temporary transition to hemodialysis (hd) to assist in lowering the patient¿s potassium. The pdrn stated the cause of the serious adverse events is unknown, however there was no allegation a fresenius device(s) and/or product(s) malfunction or deficiency occurred. The patient was discharged to a skilled nursing facility (snf) on (B)(6) 2025 and was given follow-up appointments with cardiology and nephrology. Following discharge, the patient resumed ccpd therapy at the snf utilizing the same liberty select cycler without any reported issues.